Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was placed on another ventilator due to a malfunction of the oxygen (o2) sensor on the 840 ventilator. There was no patient harm as a result of the event. The covidien customer service engineer (cse) inspected the device and replaced the o2 sensor. The ventilator passed all testing.